Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal and mid-section of the stent was damaged; stent struts were stretched distally. The 6 most proximal stent strut rows were undamaged. The od (outer diameter) of the undamaged section of the crimped stent was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings present on exposed distal end of balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent damage occurred. A 3.00 x 28 synergy¿ stent was selected to treat the lesion. However when the protective cap was taken out, a resistance was instantly felt and the stent was caught and stretched. The device was not used and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. A 3.00 x 28 synergy stent was selected to treat the lesion. However when the protective cap was taken out, a resistance was instantly felt and the stent was caught and stretched. The device was not used and the procedure was completed with a non-bsc stent. No patient complications were reported.